Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The patient was not hospitalized for the event. The patient was treated with vancomycin injection (ongoing, 1g, every 3rd day, route and duration were not reported) and ceftazidime injection (ongoing, 1g, every day, route and duration were not reported) for the event. At the time of this report, the patient has recovered from the event and dianeal therapy was ongoing. The patient was retrained on proper aseptic technique. No additional information is available.